Event description:
Pump was returned for service with a report stating "IV clamp missing". The pole clamp assembly was detached from the back of the pump. There was no report of pt injury or medical intervention. Info was not provided regarding whether or not the pump was in use on a pt when the clamp detached.